Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that a patient called in today and stated the stimulation is for "the side of their legs and feet" and said it is stimulating this area, but said that she is "also getting muscle spasms in their back which started about 2 weeks ago ((B)(6) 2018)". The patient said she is feeling shocking again, this time in her groin and right arm. The patient also said they noticed they're getting shocked in their groin and also in their right arm. The patient also mentioned she had a cat scan today but said that it wasn't related to this issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient said she is getting worse and she is seeing health care professional (hcp) and her pain is over a 10. Patient's reason for calling was to get in touch with her local manufacturing representative (rep). Rep indicated that patient just called them and left a voice message. Rep will contact them soon. No further patient symptoms or complications were reported in this event. Additional information was received on (B)(6) 2018. It was reported that patient met with manufacturing representative (rep) and the rep told her to turn off the therapy but when she turned therapy off she is still feeling shocking in the groin and right arm. Patient states she is only supposed to have stimulation in the legs and feet. Patient reports device is turning itself on/off. Patient states she is very upset because of her pain from a scale 1-10, hers is 15 and if she did not believe in god she would commit suicide already but she has high tolerance for pain and right now it is over the top. Patient states she is tired of the run around with the process and procedure of contacting hcp and manufacturing representative (rep). Patient indicated will follow up with health care professional (hcp) to discuss options. No further patient symptoms or complications were reported in this event.